Manufacturer narrative:
(B)(4). Batch #: unk. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. If the product is received at a later date, the investigation will be updated as applicable. An evaluation of the manufacturing documentation could not be completed as the lot number was not provided.

Event description:
It was reported that during an ob-gyn procedure, when the surgeon tried to lengthen the length of the blade during use, it fell off. Gen11 was used. Another device was used to complete the case. There were no adverse consequences to the patient .no further information is available.